Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post operative a right tibia and fibula fracture open reduction and internal fixation (removal of internal fixation device) on the fourth day after the initial procedure, the patient's incision was found to have redness and swelling of the skin and poor healing. The suture was then removed. After the synthetic absorbable surgical sutures were removed, cefuroxime injection 1.5g twice a day and daily cleaning and dressing were continued. Subsequent rounds revealed that the patient's adverse reaction symptoms tended to disappear and the wound was gradually healing, but she still needed to extend hospitalization for observation.